Manufacturer narrative:
(B)(4). Per info provided b y the foreign dist, carefusion technical support determined that a faulty front panel is most likely the cause of the reported event. A replacement front panel was shipped to the dist. A return goods authorization (rga) number, was also issued for the return of the alleged faulty front panel for eval. As of 04/10/2015, carefusion has not received the alleged faulty front panel. Once received and evaluated, a follow-up medwatch report will be submitted.

Manufacturer narrative:
Manufacturing received a vela front panel. The vela front panel was visually inspected. Fluid ingress spots in screen were noted. The vela front panel was installed in known good unit. The touch screen was irresponsive and could not be calibrated.

Event description:
The description of the following event originated from a foreign dist in (B)(6). The dist reports that the screen is non responsive and shows signs of delamination. No pt involvement.